Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range pace impedance measurement of less than 200 ohms. This was discovered during an attempt to reprogram the associated cardiac resynchronization therapy defibrillator (crt-d) device in preparation for a magnetic resonance imaging (MRI) scan. Boston scientific technical services (ts) explained to the boston scientific representative that the device will not allow them program it for an MRI. The representative agreed and will follow up with the patients following physician. Ts noted that there were no previous calls for this patient associated with low out of range rv lead pace impedance and the crt-d system has only been in service for approximately 15 months. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.